Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue with dim/faded text. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 09/22/2015 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged dim display issue was not duplicated. The pump powered up to a clear and legible display with auditory and vibratory features. No tactile issues were found with the buttons. Unrelated to the complaint, battery compartment cracks were found below the grip pad and from the threads towards the case seal at the side of the compartment.

Manufacturer narrative:
Follow-up #2: date of submission 10/02/2015 ¿ the correct submission date for follow-up#1 should be 10/02/2015 and the product analysis evaluation completion date should be 09/29/2015.